Event description:
It was reported that this patient was admitted to the hospital as their pacemaker entered safety mode. The device could not be interrogated, but it was noted that the estimated remaining longevity of the device battery decreased from nine months to the recommended replacement alert within three months. Upon evaluation, prior to the replacement procedure, it was found that the patient had experienced eight seconds of asystole, presyncope, muscle twitching and loss of capture. The device was subsequently explanted, and a non-boston scientific device was implanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Several attempts were made to retrieve the serial number of the complaint device, but no response was received. If additional information becomes available, a supplemental report will be provided.

Event description:
It was reported that this patient was admitted to the hospital as their pacemaker entered safety mode. The device could not be interrogated, but it was noted that the estimated remaining longevity of the device battery decreased from nine months to the recommended replacement alert within three months. Upon evaluation, prior to the replacement procedure, it was found that the patient had experienced eight seconds of asystole, presyncope, muscle twitching and loss of capture. The device was subsequently explanted, and a non-boston scientific device was implanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this patient was admitted to the hospital as their pacemaker entered safety mode. The device could not be interrogated, but it was noted that the estimated remaining longevity of the device battery decreased from nine months to the recommended replacement alert within three months. Upon evaluation, prior to the replacement procedure, it was found that the patient had experienced eight seconds of asystole, presyncope, muscle twitching and loss of capture. The device was subsequently explanted, and a non-boston scientific device was implanted. No additional adverse patient effects were reported. Several attempts were made to retrieve the serial number of the complaint device, but no response was received.